Manufacturer narrative:
Added report source. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to identify which state triggers alarm at the central station. Further information was received indicating that the cable provided by the central station installer was incompatible. The cable was replaced to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the nurse call system does not properly indicate alarm condition on the fleet of v60s.